Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Lack of information (unknown cause of endoleak). Conclusion: lack of information (unknown cause of endoleak).

Event description:
Additional information was received confirming the endoleak was a type IV blush.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.8 cm diameter abdominal aortic aneurysm approximately one month ago. The proximal aortic neck was 25 mm in diameter, 10 mm in length and 10 degree angulation. The left common iliac artery was 14 mm in diameter and the right common iliac artery was 16 mm in diameter. The right external iliac artery measured 6 mm in diameter and the left external iliac artery measured 7 mm in diameter. It was reported that bifurcated stent graft enbf2816c166ej was deployed followed by an enlw1616c124ej stent graft that was implanted for treatment of a common iliac artery aneurysm on the ipsilateral side. When the enlw1616c124ej was deployed it appeared there was an inadequate seal due to the tapered common iliac artery. An angiogram showed a proximal type I endoleak; therefore, an aortic cuff was added; however, there was still a slight endoleak. There was also a distal type I endoleak at the contralateral limb. Ballooning was done again; however, the endoleak continued. A type IV endoleak was confirmed at the distal end of the ipsilateral limb. The decision was made to not further intervene and to follow the patient for the endoleaks. The physician believes the short aortic neck is the cause of the type I endoleak. The patient is fine.